Event description:
On (B)(6) 2014, it was reported that the patient's infusion device had displayed e7 (electronic error). The patient also reported that the up and down buttons on her device were only functioning intermittently. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.